Event description:
PICC line inserted for home antibiotics on 1/19/99 - site: rt anticubital to superior vena cava inserted to 55 cm. Placement confirmed per chest x-ray. Order to remove PICC on 1/31 - nurses describe use of gentle traction with resistance felt x 3, at 4th pull the cath slid out, leaving the distal 17cm in venous system. Computerized tomography = fragment in pulm artery system. Pt sedated for retrieval attempt via angiography through left subclavian vein. 13 cm portion of cath tip recovered. 4 cm piece remains in pt as retrieval risk too great.